Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after an adenotonsillectomy procedure with an evac 70 extra wand, a patient had complaints of snoring and struggling to eat. Adhesions formed in nasopharynx and on base of tongue lead to the need of a tracheostomy.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after an adenotonsillectomy procedure with an evac 70 extra wand, an unknown number of patients had complaints of snoring and struggling to eat. Adhesions formed in nasopharynx and on base of tongue lead to the need of a tracheostomy.

Manufacturer narrative:
H10: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code and health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, approximately (4) four months after a an adenotonsillectomy with a wand, the patient experienced snoring, struggling to eat, and adhesions on the base of the tongue and pharynx. Reportedly, an additional surgery was required, and an attempt was made to release tension on the palate and tongue. Per case communication, the parent developed stenosis and a tracheostomy was performed. No additional requested information, including the patient ¿s current health status or final clinical outcomes was provided. Without the requested clinically relevant information, the root cause of the reported events cannot be definitively concluded and the patient impact beyond the reported symptoms, events, and additional surgical procedures cannot be determined. The patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.